Event description:
It was reported that a customer was unable to use five cartridges from their last shipment. There was no adverse impact to the customer's blood glucose level. The customer resolved the discrepancy in the insulin gauge display, which showed an unexpectedly low fill estimate, by loading a new cartridge. The caller was advised to contact support for troubleshooting if the issue recurs.